Event description:
A (B)(6) male pt contacted zoll customer support to report constant check therapy pad and adjust belt or check belt messages. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (check therapy pad messages, adjust belt or check belt messages) has been confirmed. Upon receipt, the electrode belt failed the te recognition test. The cause was an open pulse wire in the distribution node (dn) to front te cable. The cause for the check therapy pad messages and adjust belt or check belt messages was the broken pulse wire. The root cause for the broken pulse wire cannot be positively determined but is likely excessive force on the cable. No adverse event resulted from the broken pulse wire. The pt received a replacement electrode belt.